Event description:
It was reported by the biomed that the external pacing generator (epg) did not power on and most likely due to device being dropped. Technical services explained the epg cannot be serviced. The status of the epg is not known at this time and there was not a patient involved with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).